Manufacturer narrative:
(B)(4).

Event description:
It was reported that noises on the rv lead were observed. The patient was asymptomatic and did not receive any inappropriate therapies. The patient was brought in to the office and the lead tested normally. Isometrics could not reproduce any noise. The decision was made to turn the high voltage therapies off and let the patient go home. A lead extraction will be scheduled.